Manufacturer narrative:
(B)(4).

Event description:
It was reported that the doctor found the intra-aortic balloon (iab) catheter kinked during use on patient, and can't be used, pump alarmed. The iab was successfully replaced with another catheter. The patient outcome was reported as fine. There was no patient death, serious injury, or complication reported.

Event description:
It was reported that the doctor found the intra-aortic balloon (iab) catheter kinked during use on patient, and can't be used, pump alarmed. The iab was successfully replaced with another catheter. The patient outcome was reported as fine. There was no patient death, serious injury, or complication reported.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab kinked is not confirmed. Upon return, the iab had no visual kinks or abnormalities. Although, the root cause of the complaint is undetermined the returned device passed functional test specifications. No further action required at this time.